Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure? Other relevant patient history/concomitant medications? The initial approach for the index surgical procedure? Were there any intra-operative complications? Product code and lot number? Please provide surgical findings of (B)(6) 2019 revision surgery? What is physician¿s opinion as to the etiology of or contributing factors to these events? Were pain, body sensation and dyspareunia resolved after revision? What is the patient's current status?

Event description:
It was reported that the patient underwent a sling procedure in (B)(6) 2019 and mesh was implanted. In (B)(6) 2019, the patient experienced pain, foreign body sensation in the vagina and painful sexual intercourse. By objective examination, the doctor noticed blue foreign mesh in the anterior vaginal wall. In (B)(6) 2019, the doctor saw mesh sling erosion below the mid-urethra. The patient underwent covering of the mesh erosion with mucosa on (B)(6) 2019. Additional information has been requested.